Manufacturer narrative:
(B)(4). Corrected brand name from rotalink¿ burr to rotalink¿ plus. (B)(4). Corrected catalog/model # from 22768-003 to 23631-003. Device evaluated by manufacturer: device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. The burr catheter was returned without the shell housing attached, the housing was returned to cis. The sheath was noted to be kinked. It is possible that this occurred during transport back to cis as the shell housing was not connected and could not protect the sheath. A visual examination of the complaint unit was carried out. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was blocked/damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07271. It was reported that a rotawire fracture and vessel perforation occurred. The 90% diffused stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink burr and rotawire were used and advanced to treat the target lesion. During the procedure, three ablations were performed in the proximal to mid rca without issue at maximum rotation speed and within 10 seconds of duration. When 4th ablation was attempted in the distal rca, it was noted that the rotawire was detached in the non-bsc guide catheter causing the burr to advance right below from the aorta and perforated the base area of the rca. The wire was detached and remained in the patient. Hemostasis was performed with a perfusion balloon, and surgery was performed immediately to remove the detached wire from the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07271. It was reported that a rotawire fracture and vessel perforation occurred. The 90% diffused stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 1.50mm rotalink burr and rotawire were used and advanced to treat the target lesion. During the procedure, three ablations were performed in the proximal to mid rca without issue at maximum rotation speed and within 10 seconds of duration. When 4th ablation was attempted in the distal rca, it was noted that the rotawire was detached in the non-bsc guide catheter causing the burr to advance right below from the aorta and perforated the base area of the rca. The wire was detached and remained in the patient. Hemostasis was performed with a perfusion balloon, and surgery was performed immediately to remove the detached wire from the patient. No further patient complications were reported.